Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about further steps is available yet.

Event description:
The user no longer has any hearing sensation with the device since beginning of (B)(6) 2018. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation since beginning of (B)(6) 2018.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient was re-implanted, but the device has not been received for investigation yet.

Event description:
The user no longer has any hearing sensation with the device since beginning of (B)(6) 2018. The recipient was re-implanted.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer had any hearing sensation with the device since beginning of (B)(6)2018. The user has been re-implanted on (B)(6) 2018.